Event description:
Caller reported alarm 2 followed by alarm 26, indicating an occlusion event had occurred earlier that day. Impact on the customer¿s blood glucose level was significant, with values increasing to 503 mg/dl. The customer took corrective actions by administering a correction bolus via the pump, changing the infusion set and cartridge, and resuming insulin. There was no need for assistance from a third party and the customer successfully resolved the issue. Technical support concluded the case as additional assistance was deemed unnecessary.